Event description:
(B)(4) infusion had another leaking 50 ml cassette identified while mixing today. Lot number 14x324 exp date 06/2019. Please be aware that this lot number is exactly the same as what we identified and sequestered and returned to smiths medical last week. The cassettes used today are the replacements that smiths medical sent to us for the sequestered lot identified in the med watch report last week. There is a seal compromised between the cassette bag and where the tubing is attached to the bag inside the cassette which is easily visible once the blue free flow device is removed. The leaking seal occurs to the left of the green free flow clamp and just before the plastic protrusions where the cassette gets attached to the cadd pump. We prepped a second dose with the same lot number without complications. New purchase order submitted and involved lot again sequestered for return to smiths medical. Diagnosis or reason for use: administer adrucil via cadd prizm pump intravenously over 22.